Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received inaccurate readings on the sensor, causing his insulin pump to threshold suspend. The sensor read 45 mg/dl, while blood glucose was between 124 and 128 mg/dl. A reading of 59 mg/dl also occurred while customer's blood glucose was 120 mg/dl. At the time of this report, customer's blood glucose was 219 mg/dl. Insertion and calibration techniques were discussed. The sensor will not be returned for analysis.